Event description:
Medical staff reporting rupture. Physician has further confirmed "hyperplastic axillary lymph node, suspicion of material defect ". Ultrasound result show "hyperplastic axillary lymph nodes... Signal of inflammation. MRI result show "multiple hyperplastic axillary and infra-axillary lymph nodes on the left". Device has been explanted and replaced with non-allergan device. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Physician further reports capsular contracture (unknown baker grade) and confirms device is not ruptured and unchanged.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ rupture: no observed rupture on the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.